Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, at the first firing to resect the colon, the purple load was connected to the handle and when put in the colon it would not fire. They got a new reload and it worked fine. When going to perform the other resection they put the first reload on again and still would not fire. They got a new reload and again the device worked perfectly. There was no injury.